Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head would not able to interrogate and failed uplink functional tests; the rf head cable was found out of electrical specification. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head would not interrogate the patient's device during implant. The rf head was returned for repair. No patient complications have been reported as a result of this event.